Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reported contacted animas alleging that the patient experienced a blood glucose of 423 with confusion associated with an alleged prime issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the cts educated the patient on the need to perform the prime sequence. This complaint is being reported because the patient experienced hyperglycemia associated with user error and not pump malfunction.